Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to patient complaining of waxy vision and could not tolerate the lack of crisp, clear vision. No further information is available.

Manufacturer narrative:
Date of event: exact date unknown/ not provided. Best estimate date is between (B)(6) 2021. The device was not returned for analysis, therefore a failure. Analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.